Event description:
We had to open three 5mm direct laparoscopic clip appliers to finally get one that worked correctly. Two of the clip appliers were misfiring and putting out bent clips. They were not attaching to the tissue.